Event description:
During an elevate procedure, the pt required three or possibly 4 units of blood post procedure due to hypotension/bleeding. During the procedure, the surgeon describes difficulty on the pt's right sacrospinous ligament in achieving the correct anchoring site to allow proper implantation of the mesh. The procedure was repeated three more times until the appropriate tensioning was observed. It was thought that the pudendal vein or the plexus of vessels around the area were punctured during one of the attempts, however, no bleeding was observed during the procedure. An arteriogram three days post procedure did not confirm any pudendal injury. A CT scan show a large hematoma.